Event description:
It was reported that the device was at elective replacement indicator (eri) two years after implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The original submission of this report failed to process to esg and cannot be recovered. This report is being resubmitted accordingly.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
The device was returned and analyzed. The device met 87% of expected longevity. Without the history of the programmed settings throughout it's service life, there is no way to determine why the longevity did not match the predicted model. We also received performance data collected from the device and have analyzed the data. The low battery voltage alert registered on (B)(6) 2012. Elective replacement indicator (eri) tripped on (B)(6) 2012.